Manufacturer narrative:
(B)(4)

Event description:
It was reported that a piece of the truepass suture passer self-capture broke off inside of patient. The broken piece was removed with graspers. There was a reported 3 minute delay with no patient impact.

Manufacturer narrative:
The distal end of the top jaw has broken off and was not returned for evaluation. In addition the self-capture feature has come free from the top jaw. Missing from the device is the torsion spring and self¿capture dowel pin. The shaft of the device is bent. The condition of the device is consistent with excessive forces being placed on it during use. Excessive force can result in the failure of this device. No root cause related to the manufacturing process can be established. Use error cannot be ruled out as a contributing factor for the event.